Event description:
It was reported that during an anterior resection procedure, the device fired twice. Some staples fired, others didn't resulting in an incomplete staple line on both occasions. Patient outcome was good but there was an extra 150 mins of procedure time incurred as the surgeon had to hand-sew the anastomosis.